Manufacturer narrative:
Siemens requested more information and instrument files for further investigation. Siemens has shown due diligence in attempting to retrieve this information from the customer however they have not responded. Therefore no investigation is possible. The cause of this event is unknown.

Event description:
The customer stated that they are taking babies on/off jaundice treatment incorrectly based off of discrepant nbili results generated on their rp500e instrument. No results were provided and the customer did not state if any harm was caused due to the incorrect treatments.